Event description:
It was reported the device was used during an unknown procedure and had an incomplete staple line type of misfire. It is unknown how the case was completed. There was no pt consequence.